Event description:
It was reported that on (B)(6) 2022, a 23mm navitor valve was implanted during a transcatheter aortic implantation. No re-sheath of the valve was attempted. The final implant depth of the valve is 4mm in the non-coronary cusp and 4mm in the left coronary cusp. There was not significant calcification extending beneath aortic annular plane in the interventricular septum. During the procedure after the valve was implanted, the patient developed an atrioventricular (av) heart block. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. On (B)(6) 2022, the patient returned to normal sinus rhythm, and a pacemaker implant was not required. Other reported information includes: valsalva diameter: 28 mm, valsalva sinus height: 17.2 mm, valve orifice area: 330 mm^2, circumference of the annulus diameter: 65.5 mm, ascending aorta diameter: 32.6mm. The patient was reported to be recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block after the implant was reported. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including, patient age, pre-existing heart block, heart failure, anatomical factors such as calcification extending beneath the aortic annular plane in the interventricular septum, and implant depth. Information from the field indicated that the valve was implanted at 4mm in the non-coronary cusp and 4mm in the left coronary cusp. Information from the field indicated that there was no significant calcification extending beneath the aortic annular plane in the interventricular septum. Patient has previous medical history of right bundle branch block, paf(paroxysmal atrial fibrillation). A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. The operation was performed and the product met all specifications. Based on the available information, the root cause of the reported heart block could not be conclusively determined.h6 medical device problem code: code 4001 removed.